Event description:
A report was received that the patient had an ipg revision due to difficulty charging. The physician replaced patient's ipg and everything is working properly. The patient is reportedly doing well.

Event description:
A report was received that the patient had an ipg revision due to difficulty charging. The physician replaced patient's ipg and everything is working properly. The patient is reportedly doing well.

Manufacturer narrative:
The explanted ipg will not be returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Correction to initial MDR.